Manufacturer narrative:
One device received; functional testing was unable to confirm the customer concern via functional testing. Replaced the main board and speakers, the device passed all testing. Service history performed with no repair history found.

Event description:
It was reported that the device displayed syringe empty error continuous, no patient involvement.